Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2025. According to the patient, on (B)(6) 2025, they experienced trembling, had stomach-aches, and felt unwell. The patient´s daughter came home and called an ambulance, and the patient was taken to the hospital. The patient did not have a bg meter at home and the cgm reading was 350 mg/dl and high. At the hospital the bg reading was 700 mg/dl. The patient stayed at the hospital from (B)(6) and was treated with novo rapid insulin injection. At the time of the report the patient was good. At an unspecified time of the event the cgm reading was 300 mg/dl and the bg reading was 250 mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.